Manufacturer narrative:
(B)(4) a manufacturing record evaluation was performed for the finished device phz999 batch number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify ¿the material was breaking¿ and what was the specific issue with the suture? How many devices were involved in this procedure? Name of procedure? Date the event occurred? Device return status?

Event description:
It was reported that the patient underwent an unknown procedure in 2019 and the suture was used. During the procedure, the material was breaking. There were no patient consequences reported.